Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. Blood glucose level was between 120 and 130 mg/dl at the time of the incident. The alarm history showed that an additional error alarm had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.